Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock. It was stated in the report that aads filter leaking from the top filter requiring to have interim solution overnight due to leak. The event occurred during an infusion and no medication involved. The sample was not available for investigation. There was patient involvement, no patient harm reported but there was a delay in therapy.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of the filter leaking could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.